Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka was performed on (B)(6) 2019, the patient was brought into surgery due to the patient fell causing the patella to became loose. This adverse event was addressed by revision surgery on (B)(6) 2022, to exchanged the gii oval resurfacing pat 32mm. In addition, dr. Replaced the lgn ps high flex xlpe sz 3-4 9mm, is unknown if there was any fault noticed in the insert. The patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information was provided; therefore, a thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. Based on the information provided, the revision was due to patella loosening because of the patient¿s fall. According to the report, the surgeon exchanged the gii oval resurfacing pat 32mm. In addition, the replaced of the lgn ps high flex xlpe sz 3-4 9mm, however, it is unknown if there was any fault noticed in the insert. Since no further clinical information is available, the impact the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that loosening has been identified as a possible adverse effect . A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.